Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having some problems with their blood pressure, that they could not keep their blood pressure up. They also reported that " I have autonomic neuro dysfunction... We can not keep my blood pressure up enough to survive the pacemaker surgery... I have lost 55 lbs because of my health issues. My pacemaker is protruding out of my chest... It's painful." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.